Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was partially deployed. The complete suture was returned mostly pulled out of the device. The posterior cuff was captured and attached to the needle tip; however the link was broken at the cuff during suture removal. The anterior cuff remained in the foot pocket the tabs intact and the remaining portion of the link attached. Based on these finding the reported needle to cuff miss is confirmed. During testing a proxy plunger was inserted and the needle trajectory was found to be acceptable, with the anterior cuff being captured during testing. The needle trajectory of each device is inspected during manufacturing. The anterior foot was examined and no needle strike marks were detected, indicating the needle was deflected outside of the foot pocket. Because the needle did not engage the anterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the suture would not be present. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the analysis of the returned device, inspection criteria and reported information the cuff miss experienced during the procedure appears to be related to the operational context during use. There does not appear to be any indications of a product quality problem. However, as mentioned above, needle to cuff miss may be related to numerous factors and is not necessarily an indication of a product quality deficiency. In review of all incidents, there does not appear to be any indication of a lot specific product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.